Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient states the controller is not working correctly since "about friday or saturday or sunday".. Pt states she will charge the controller to 100% and it depletes quickly when she is charging the ins and it takes a long time to charge the ins and she can not charge the ins more than 30% and she is not able to decrease stim on group a. Pt states she thinks she needs a replacement bp to resolve all that she reported. Agent had patient remove the battery pack and plug the controller into the ac power cord. Patient confirmed the controller powers on. Patient put the battery back into the controller and confirmed the green light is flashing. Agent had patient connect the rtm and the controller is showing batteries empty, cannot continue, recharge the controller. Pt does not see any physical damage to any part of the external devices. Agent sent email to repair to replace the rtm. Pt states also on saturday or sunday, program a typically is at 3 and she increased it to 5 but when she tried to decrease stim it would not go down. Pt states the up button increased stim but when she pressed the down arrow stim did not go down. Pt states it does not feel like the button is stuck and she is able to press on the button and it goes in and comes back to where it normally is. Pt states she does not recall there being any code on the screen when she tried to decrease stim. While on the call the controller was fully depleted and patient could not connect to the ins to see what happens when she tries to decrease stim. Pt states on saturday or sunday she turned off stim because it was too high. Pt could not confirm what controller or ins battery level was at the time. Pt will charge the controller then charge the ins and will call back to confirm if she is getting any code when trying to decrease stim. Additional information received from the patient. Patient called back and repeated issue in this case. Pt stated the down arrow button on the controller is not 'stuck' but, they cannot decrease stimulation and the down button is not working. Pt stated they can only increase. Pt stated the stimulation goes to their feet and legs and it is on 5 but it is really shocking them and they cannot decrease. On the call, patient saw controller at 30% and ins 40% recharging excellent with stimulation off. Patient turned stim on and patient stated it really shocked them. Pt tried to decrease a1 but, 'nothing happened'. Pt went into the menu and down arrow would not work there either. Pt noted that they do not use the therapy until night time but before, they would always have the therapy going until the shocking started. Agent sent email to repair to replace the controller.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial# (B)(6), product type: recharger. Product ID: 97745, serial# (B)(6), product type: programmer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that it stopped working so when they called the steps they took over the phone was to check the recharger and sometimes it would take 14 times to be able to connect with the recharger. Then the controller up/down arrow would not work, so the recharger and controller were replaced. The patient said the shocking from the device was resolved.

Event description:
Additional information was received from the patient. The patient reported that they did not get shocked by the device, it just did not work at all. But the situation was handled and they got their device working again in a few days. The issue has been resolved and everything is working how it is supposed to be working.

Manufacturer narrative:
B5: updated with additional information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.